Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4232063. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: event discription IV catheter began to have blood flow from the grey needle inlet part of the IV catheter. This has occurred before with other IV catheters - potential it is only 18g but will submit other ers if others do this. Event date (B)(6) 2025 patient harm no.